Event description:
It was reported that the catheter coating was peeled. A 105/20 renegade¿ hi-flo¿ was selected for transarterial chemoembolization located on the liver. During unpacking, it was noted that the catheter outer coating was already peeled out. Procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).